Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported receiving unspecified low sensor scan results compared to readings from an adc meter. It is unknown whether the customer noted a trend arrow on the device. The experienced a loss of consciousness but was able to self-treat with sugar after regaining consciousness. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.